Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during initial drain .the care giver(cg) stated that there was air in the patient line and the home patient (hp) had disconnected the bag for some unknown reason. The baxter technical representative (tsr) had the hp cycle power and hc alarmed se 2367. The tsr had the hp cycle power again for press "go to start." The hp will restart with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a system error 2240 (air in set) is confirmed. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.